Manufacturer narrative:
(H3) the revision reported may have been the result of femoral subsidence or femoral stem loosening, as reported. However, the likely cause of the reported subsidence and femoral stem loosening cannot be confirmed as the device was not returned for evaluation and immediate post-implantation radiographs were not available for review. *the following sections have corrected information: (h6) health effect - clinical code, medical device problem code, type of investigation, investigation findings, investigation conclusions

Manufacturer narrative:
Section d10: concomitant products: metaphyseal 25mm l (cat# 150-25-03 / serial# (B)(6). M-series high offset neck 12/14 +0 (cat# 158-02-01 / (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that this 47 y/o male patient's hip was revised approximately 11 years post op. Stem had subsided and was loose. Surgeon removed and revised to non-exactech components. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays received. Product not returning: retained rph citra.